Event description:
The patient contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice pro during use during initial drain. The patient was connected. The patient stated they connected to the patient line when there was air in it. The baxter technical service representative (tsr) advised the patient to check the line before connecting. The tsr assisted the patient with ending therapy. The tsr advised the patient to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported check patient line alarm. The patient stated that after starting over with new supplies they were able to resume therapy successfully and have not had any problems since then. The patient stated that they could not figure out why the line was not filling so they just connected and tried to drain and the alarm occurred. The patient stated they understood they should not have connected and should have called for assistance. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter received one companion sample in original packaging for evaluation in reference to the report for a check patient line alarm in which air was observed. The set was placed on machine for priming and ran with no alarms noted. The set was pressure tested with no leak noted. There were no manufacturing abnormalities noted during visual inspection. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint. This report for a check patient line alarm in which air was observed was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).